Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the returned unit, where the pull tube, an external component of the shaft, was observed to be skipping the tangs. The complainant¿s experience of the jaw remaining open was confirmed as the pull tube was observed to be bent. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the bent pull tube. The pull tube skipping may result in the jaws failing to close and limiting the pressure applied to tissue during sealing. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: vaginal hysterectomy. Event description: [translation] during a vaginal hysterectomy the instrument no longer "wanted" to tighten the jaws. The surgeon tried taking less thick to see if it was a question of too thick a grip... In vain, the jaws were no longer touching so ineffective, change of forceps, no problem. Additional information received from applied medical representative via email 19sep2023: sealing completed showed on the screen. No alarms were received. No errors were received. The activation tone or end tone was heard when the fuse activation button was pressed. The jaws were not locked. Surgeon told us, that it showed sealing completed on the screen without any electricity passed along (no smoke no sealing). Additional information received from applied medical representative via email 12feb2024: the customer confirms that ¿no smoke, no sealing¿ was due to ¿the jaws no longer touching.¿ intervention: device replacement. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: vaginal hysterectomy. Event description: [translation] during a vaginal hysterectomy the instrument no longer "wanted" to tighten the jaws. The surgeon tried taking less thick to see if it was a question of too thick a grip... In vain, the jaws were no longer touching so ineffective, change of forceps, no problem. Additional information received from applied medical representative via email 19sep23: sealing completed showed on the screen. No alarms were received. No errors were received. The activation tone or end tone was heard when the fuse activation button was pressed. The jaws were not locked. Surgeon told us, that it showed sealing completed on the screen without any electricity passed along (no smoke no sealing). Intervention: device replacement patient status: no clinical impact to the patient.